Event description:
The customer contact reported an operator error which resulted in the patient receiving more medication than intended. Line a of the pump was programmed to deliver dobutamine 2000mg/250ml, at a rate of 1.4ml/hr, and a vtbi (volume to be infused) of 250ml and the delivery was started. After an unspecified length of time, line b of the pump was programmed in the piggyback mode, to deliver magnesium sulfate 3 grams/50ml, at a rate of 50ml/hr, with a vtbi of 50ml and the delivery was started. After an unspecified length of time, the patient went into ventricular tachycardia. The patient's implanted aicd (automated implantable cardioverter-defibrillator) reportedly fired for an unspecified length of time in response to the ventricular tachycardia. At this time, the therapies were discontinued. There were no reported adverse patient sequelae. Reportedly, the nurse did not flush the residual dobutamine from the tubing set, distal to the cassette prior, to starting the magnesium sulfate therapy. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error.